Event description:
(B)(4). Initial information received from a consumer on nov-13-2008: a (B)(6) male consumer initiated poly-l-lactic acid (sculptra) (lot # and expiration date unknown) in late 2006 for cosmetic reasons and he had total nine vials of poly-l-lactic acid injected into his face since 2006. He reported that at (B)(6) 2007 or (B)(6) 2008, his physician used two vials of poly-l-lactic acid that were mixed less than "1 hour" before administered. He stated that during and after the procedure, he experienced hardly any swelling, a tiny bit of redness, and no pain." He felt like nothing happened and that he was being injected with water instead of the poly-l-lactic acid in his face. His physician assistant only massaged his face 4 to 5 minutes after the final injection. He also reported that on previous injections, he experienced swelling, redness "more than sunburn" for a day and a half, pain, and a bump on his forehead that lasted about "8 months." Concomitant medication was not provided. No further relevant information reported.

Manufacturer narrative:
Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. On the basis of the complaint description, we can conclude that the event should be due to a wrong or partial application of the reconstitution procedure reported in the leaflet. Briefly: the solvent is injected in the vial and left two hours in contact with the cake to allow a complete hydration of the product. After that, the product is shaken with energy until it is completely homogenized. Sculptra can be stored at room temperature up to 30c during and after hydration. Refrigeration is not required. The product should be agitated immediately prior to use. The reconstitution product is usable within 72 hours of reconstitution. Any material remaining after use or after 72 hours following reconstitution should be discarded. The investigation results show that this kind of event is not batch related. No faults defects or damages detectable. Handling error by customer and non-authorized product used. Conclusion: no faults detectable. The case status is open.